Event description:
The user facility reported that during a diagnostic bronchoscopy they experienced an intermittent loss of image and the video image froze for about two to five minutes. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of video image intermittently freezing, as a result of remote switch #1 activating involuntarily. Additionally, remote switch #4 was not working properly. There was fluid invasion and corrosion in various parts of the endoscope such as in the electrical connector, copper shield plate, and the control body unit, which could have caused or contributed to the user's experience. The image difficulty was isolated to fluid invasion, which was due to user handling, as the endoscope passed the leak test. This report is being filed as an MDR in an abundance of caution.